Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and compromised force sensor system. The customer's blood glucose was 248 mg/dl. The customer stated that the unexpected restart alarms occurred after a week since a battery replacement, and when she was changing the set, the insulin pump alarmed compromised force sensor system. The customer stated that she tried with a new infusion set, and the compromised force sensor system alarm recurred. She reverted to treating with manual injections. She was unsure of the condition of the drive support cap, as the device was not presently available for troubleshoot. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. She was advised that during seating, the force sensor may not have detected the reservoir. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose drive support disk; and alarmed a21 after battery change due to faulty component on the interface board. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, broken belt clip slot and cracked case near the display window corners noted during our visual inspection.